Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the single use ligating device loop deployed as routine but the controlling wire breaks in the handle. It was unknown when the issue occurred. There were no reports of patient harm